Manufacturer narrative:
The heartmate left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device: 7 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted to the hospital for a major infection on (B)(6) 2019. A culture of the infection site was found to be positive for vancomycin-resistant enterococci (vre). A computed tomography (CT) of the abdomen and pelvis was performed and revealed multiple fluid collections. The account decided surgical intervention was not in the best interest of the patient. Infectious disease placed the patient on ceftriaxone, metronidazole, daptomycin, and micofungin for 4 weeks. Per the account, the vascular surgery team injected thrombin in response to the patient developing a pseudo aneurysm on their left femoral site. The patient was discharged on (B)(6) 2019 with a peripherally inserted central catheter (PICC) line in place and weekly dressing changes. No further information was provided.

Manufacturer narrative:
Manufacturer investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.